Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to erosion. Reportedly, a pocket revision was performed. There were no additional adverse patient effects reported. The ra lead remains in service.

Event description:
Additional information was received that the physician opened the pocket in an attempt to save the right atrial (ra) lead. Upon pocket opening it was noted the ra lead was embedded into the skin, so the physician attempted to cut it out of the pocket. The ra lead then exhibited high out of range pacing impedance measurements of greater than 3000 ohms, so the lead was surgically abandoned. The lead was not replaced as the patient has atrial fibrillation (af). It was noted the patient has a very thin body habitus. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.